Event description:
A report was received that a pt had a pocket revision because the pt has lost weight due to trying to get back in shape and needed the pocket site revised. The pt was successfully revised and is reportedly doing well.

Manufacturer narrative:
This is the final report.